Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/19/2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported "omp", a request for preventive maintenance. More information was requested from the customer. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 30may2019. The manufacturer¿s international service technician confirmed the reported issue. Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.